Event description:
It was reported that the customer was confused while performing the high pressure test and his low glucose level was 1.7mmol/l. The paramedics were called, and when they arrived, they asked to have the insulin pump replaced as the customer decline to be taken to the hospital. It was stated that the customer requested assistance in setting the replacement of the insulin pump when she receives. It was stated while the customer changed the infusion set before calling, the customer probably delivered more insulin than what she needed, which may have caused her low glucose level. The daughter stated that her mother experiences hypoglycemia episodes quite often. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case at display window corners, cracked reservoir tube and broken battery tube threads.